Manufacturer narrative:
The user reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. The user stated that he went to his hcp and that his doxycycline therapy was replaced with amoxicillin, with the expectation of the false readings to decrease/stop. Further, the case was escalated to engineering support and was instructed to re-link the sensor and user was assisted with the transmitter fw upgrade. As case information, the user confirmed that the system is working better now and we also confirmed in dms that the user is on fw version .08q and user is currently using the system with up-to-date information, so no further actions are needed.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between cgm and bgm readings despite proper calibration. It was noted that the user began taking doxycycline on (B)(6) 2025, an antibiotic known to interfere with sensor readings which was then switched to amoxicillin after two days. This interference is called out as a warning in the user guide. The user was also assisted with a transmitter firmware upgrade as part of a separate case, complaint: (B)(4). When customer care was finally able to reach the user for further troubleshooting, the user confirmed that the system was working properly and no further assistance was needed. The user was advised to contact support if any inaccuracies reoccur. Given that the issue resolved after switching to amoxicillin, it is likely the sensor inaccuracies were caused by the doxycycline. B4. Date of this report 26 june 2025. G3. Date received by the manufacturer? 26 june 2025. H6. Investigation findings updated to 3213. H6. Investigation conclusions updated to 22.